Event description:
It was reported that this health care professional (hcp) wanted a review of reports as the patient with this pacemaker experienced chest pain and dizziness. Technical services (ts) reviewed the reports and found that the pacemaker exhibited undersensing on the atrial channel in a rythmiq episode, which resulted in a mode switch. The health care professional (hcp) followed up with cardiology. Subsequently, the device was reprogrammed. The device remains in use. No adverse patient effects were reported.